Event description:
I started getting a fever the night before and the next day my left breast started to swell. I had an MRI and ultrasound and found there was a large amount of fluid in my breast. They drained 350ml and there was still aprx 50ml they could not drain, and the results were negative for any cancers or infections. I have had constant discomfort and any strain from even reaching too high, will cause swelling. Seroma. FDA safety report ID # (B)(4).